Event description:
It was reported that shaft break occurred. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion but the shaft was fractured.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast on the unit. The balloon was tightly folded. The hypotube shaft was completely separated 50cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion but the shaft was fractured.